Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. One sample of a 10 ml luer-lok syringe were received by bd. A quality engineer was able to review the sample and photo from lot number 3264592 regarding material number 302995. The sample received in an unsealed package with all applicable product information on the top web has a chunk 1/8" x 1/4" chunk missing from the barrel. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged defect is associated with the assembly process. A device history record review was completed for provided lot number 3264592 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 barrel was cracked. The following information was provided from the initial reporter: "customer received a product complaint from our york street campus neuro intensive care unit (sp 6-2) concerning an event while using bd product # syringe 10ml luer-lok tip disposable, bd #302995. The lot number is 3264592. T product did not touch the patient. The event date is 12.18.2023. We have one each sample of the cracked bd 10cc syringe to return to bd for analysis. Please send to my attention an RMA and return kit w/mailer label. Let me know if you need additional information." The clinicians describe the complaint: ¿s: damaged 10cc syringe found in sp 6-2 supplies b: rn removed 10cc syringe from package and discovered a crack in the barrel. A: this is a repeated issue with 10 cc syringes. Packaging and syringe saved for evaluation by materials. R: assess for other damaged syringes in this lot.¿ bd #302995 10ml ll syringe

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.